Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a gastric bypass procedure, the devices buttons would not work for the first three devices. Another device was used to complete the procedure. There was no adverse consequences to the patient.